Event description:
Approximately thirty-three months after the implantation, the patient reported that the status light of her battery ((B)(4)) flashes when connected to her charger. The battery was replaced with one from the hospital¿s stock and the unit in question was returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. These included clinical event analysis, visual & functional testing and review of non-conformance material record (ncmr). Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Documentation review was conducted; product met all requirements for release. The reported event for the battery having a "not charging" event is confirmed. Functional testing of the returned battery revealed a defective cell pair compromising the battery performance. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.